Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of missing battery foot was confirmed. Received on 20-aug-2025, pcu device was received unboxed and with paperwork. External inspection revealed a missing rubber foot. Missing rubber foot. Unable to determine where the damage originated. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace the rubber foot. Failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had missing battery foot. There was no patient involvement.